Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19971121. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 19971121. UDI: (B)(4). Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: (B)(6). Batch: 19992651. UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.